Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of interrogation issues, it interrogated with no issues. Analysis did note that the programmer locked up intermittently with a blinking cursor and therefore the hard drive was replaced and reimaged, that the system fan was noisy and it was replaced and that the power cord bay had broken tabs and the power cord bay was replaced.

Event description:
It was reported that the programmer would turn on but was unable to interrogate an implantable heart device. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.